Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1: device evaluation: follow-up #1 submitted 8/22/2012: the pump has been returned and evaluated by product analysis on 7/27/2012 with the following findings: testing was unable to confirm or duplicate unresponsive keypad. Testing confirmed the up, down, ok and contrast buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts and no issues were found.

Event description:
There is no patient impact associated with this complaint. It was reported that several keypad buttons (up arrow, down arrow, and okay) were unresponsive. There is no additional information available from the reporter.